Event description:
It was reported that the sample (b)(6, was tested with serology. The test result was positive (big c+), which was in contrast to molecular typing performed on (B)(6) 2022, using the ID core xt assay which provided negative results (big c-).